Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing found the image was noisy and the subject did not appear due to a broken cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, there was no picture from the subject device when connected to the processor. There was no effect on the procedure or patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately over 6 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the indicated phenomenon likely occurred due to breakage of the cable. The cause of the cable failure could not be estimated. This information is addressed in the instructions for use (IFU): never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. When attaching and detaching the sterile camera drape or wiping the camera cable, be careful not to apply excessive force to the camera cable. The camera cable could be damaged. Olympus will continue to monitor the field performance of this device.